Event description:
It was reported the patient felt the ipg was too big, thus causing discomfort. In addition, the patient reported the ipg was tipped in the pocket with the edge sticking out resulting in the ipg getting caught on the chair rail. The patient requested the ipg be replaced with a smaller model. As requested, the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.